Event description:
The physician successfully deployed a 2.5mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug-eluting stent to the distal circumflex, resulting in 0% stenosis. On the same day as index procedure the pt suffered an ischemic cerebral stroke. MRI was performed the following day showing cerebral infarction at right occipital lobe and left thalamus. Pt treatment including infusion was started. Approximately 1 week later, the pt was said to be in remission. The investigator assessed that there was no relationship between the event and the study device or study drug. A 30 day f/u post stent deployment confirmed no adverse events.

Manufacturer narrative:
(B)(4): eval results: co-morbidities including diabetes, hypertension, hyperlipidemia, renal disorder. Cva/stroke. Eval codes, conclusions: event not related to study device or study drug.